Manufacturer narrative:
G4:07dec2020.b4:07dec2020.information was received that the issue was due to customer error as the o2 cell was loose and leaking. The customer pushed it in to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported that the ventilator safety valve was open and y task keeps failing. There was no patient involvement.